Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is using an implant that was too long or placing the implant too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 493862, mfd. 03/21/17, expires 2022-03, UDI (B)(4); 2nd (middle): ifuse implant, p/n 7050-90, lot# 493866, mfd. 03/24/17, expires 2022-03, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493882, mfd. 03/31/17, expires 2022-03, UDI (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient reported left side radicular pain following the procedure. The surgeon determined that the most superior positioned implant was impinging on the neuroforamen. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the most superior implant and backed out the other implants two millimeters each as a precaution. The patient's radicular pain resolved following the revision procedure.